Event description:
During a recoiling procedure of a treated left ophthalmic aneurysm due to a neck remnant, the third coil (orbit galaxy complex xtrasoft coil 2.5 x 5-640cx2505/15487966) detached from the delivery system, and protruded into the parent vessel. During the event, the coil was already half in the aneurysm and the other half was still in the prowler select lp (mc) microcatheter (606s155fx / 15117129). At a certain point, it was reported that there was a kink in the distal part of the mc that cause resistance with the coil. After the event, both devices, microcatheter and coil system, were removed as a unit. A stent was placed and the procedure was terminated. It was reported that the procedure was delayed 30 minutes during the event. A constant and dedicated heparinized saline source was used at all times. No information was available regarding the coils/products used or detail of the previous procedure. Prior to repositioning/withdrawal, one to one relationship between the coil and the mc was verified with fluoroscopy, and no resistance was reported while inserting the coil through the mc. Prior to use, the mc was re-shaped with the shaping mandrel. A dcs syringe was used and it was utilized to deploy other coils. Prior to the event, two coils were placed without any problems, and the procedure was conducted with a remodeling balloon. After the procedure, the patient was in good condition. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15487966 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 3007628272-2012-50048 and 1058196-2012-00343.